Manufacturer narrative:
The root cause of the alleged customer reported issue cannot be determined. A follow-up MDR will be submitted if the reloads and/or instrument are returned (post failure analysis evaluation) and/or if additional information is received. No image or procedure video was shared for the event. A log review was performed for the sureform 60 stapler instrument part number 480460-09, lot l91200928-0048. A total of seven reloads (2 black followed by 2 green followed by 3 blue) were fired. All firings were completed per the logs. The only firing that did not have any pauses for compression was firing #4 (green), all other firings had at least 1 pause. There were no incomplete clamps in the procedure. A log review was also conducted for the vessel sealer instrument: there were no errors recorded throughout the procedure. Nothing that would indicate an instrument malfunction. The vessel sealer logs were clean. A review of the site's complaint history does not reveal any additional complaints related to this event. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: sureform 60 stapler instrument, the sureform reloads, and vessel sealer instrument, which are all single use instruments and accessories and the force bipolar instrument which was in its last use during this procedure. Site complaint history reviews have shown that no complaints were filed against any of the above mentioned instruments and accessories. The complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient returned with post-operative internal bleeding. As a result, the patient underwent another surgical procedure and a large amount of blood/clot were removed; however, the surgeon could not identify the source of the issue. The surgeon is unsure whether the issue was caused by a staple line or some other issue.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient returned with post-operative internal bleeding. As a result, the patient underwent another surgical procedure and a large amount of blood/clot were removed; however, the surgeon could not identify the source of the issue. The surgeon was unsure whether the event was caused by a staple line or some other issue. The patient was reported to be stable and recovering. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.